Event description:
Pt was scheduled for an eswl procedure. Although the slx-f2 unit worked earlier with the 1st pt, the table was locked and can't be unlocked or moved anymore. The decision was made to convert the eswl procedure to a laser lithotripsy. Within about 45 minutes delay, pt was moved from the litho table to cysto table and from conscious sedation to general IV anesthesia where a consent form was also signed by the family. Procedure was completed with no problem and pt post-op condition was well.

Manufacturer narrative:
Our service tech could not duplicate the problem and decided to replace the basic motion control board to eliminate the possible source of the problem. The control panel connection had indication of arcing which could be caused from the operator plugging or unplugging the connection into the table while the table is powered up. The operator was cautioned against this practice. The control panel is replaced as well.